Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04190, 0001825034 - 2018 - 04192, 0001825034 - 2018 - 04194, 0001825034 - 2018 - 04195, 0001825034 - 2018 - 01571, 0001825034 - 2018 - 01576, 0001825034 - 2018 - 01573, 0001825034 - 2018 - 01572, 0001825034 - 2018 - 01570, 0001825034 - 2018 - 01575. Concomitant medical products: unknown part/lot: baseplate, central screw, discovery ulna, peripheral screws; discovery humeral condyle kit, long intercalary segment, glenosphere, short; intercalary segment, humeral tray, humeral bearing; 211218 compr srs prox bdy - lg 42mm, lot unknown; 211251 distal humeral body, srs, lot 706690. This report is being submitted late as it has been identified in remediation. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No medical records received. X-rays were submitted for review. Overall fit and alignment of the implants is grossly appropriate. No definite evidence for loosening or radiolucency. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The patient experienced post operative pain. No further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Date received by manufacturer - initially should have been reported as (B)(6) 2016.